Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5 mg/ml bupivacaine at 0.7996 mg/day and 2 mg/ml dilaudid at 0.319 mg/day via an implantable pump for non-malignant pain and multiple back operations. It was reported that the patient's pump was empty. It was stated that the pump "should be empty" based on the missed refill and alarm date from the printout. It was noted the patient was non-compliant. No symptoms were reported and the event date was noted to be 2017. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-21. It was reported that the pump was refilled at the previous rate per order, and the event was resolved.